Event description:
The complainant reported an (B)(6) male had impella cp smart assist pump inserted in the left femoral for high risk percutaneous coronary intervention (hrpci). The patient had bleeding from impella access site and two (2) or more units of blood transfusions was administered.

Manufacturer narrative:
Device discarded by customer. The impella cp smart assist pump was discarded by the customer therefore a failure analysis investigation cannot be completed.